Event description:
It was reported that the patient's right ventricular lead exhibited chronic noise oversensing. The lead was reprogrammed to address the noise. On(B)(6) 2017, there were episodes of pacing inhibition due to noise oversensing and the patient experienced presyncope as a result. The lead also exhibited capture threshold and impedance anomalies. On (B)(6) 2017, the lead was capped and replaced. The patient was stable following the procedure and would continue to be monitored.